Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Device evaluation: analysis of the returned device identified: broken shell and underweight. A visual and microscopic analysis was performed which identified: sharp broken on posterior, crease flat and missing shell (0-25%). A dimension measurement in the shell was performed which identify the thickness within specification. Base on the device analysis the final assessment is: sharp broken on posterior assessed as an unidentified (tear) opening. Missing shell assessed as inconclusive. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: concern for textured implant device and rupture.

Event description:
Healthcare professional reported anxiety-product/procedure. Healthcare professional reported "hole, non-specific at base on right side of explant". Device has been explanted and replaced. This record is for the right side.